Manufacturer narrative:
One fogarty arterial embolectomy catheter was returned for evaluation without any attached components. Balloon did not inflate due to leakage from a tear, approximately 1.0 mm x 0.5 mm in size, at the central area of the balloon latex. After cutting the proximal end of the balloon it was noted that the balloon latex appeared baggy at the tear and the edges were not able to match up. No visible damage was found from the catheter body. Balloon inflation test was performed using a lab syringe with 0.6 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of balloon issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before use. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ to minimize these risks, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. In this event, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the fogarty arterial embolectomy catheter did not inflate due to leakage before use. Patient demographic information requested but not available. There were no patient complications reported.